Event description:
Tube was being filled via routine venipuncture. When tech went to remove cap to run sample, tube broke and cut tech on left thumb. Tech was tested for baseline hiv and hepatitis. Body fluids unknown as being infectious. Review of database indicates no other issues with regard to this production lot number.